Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that as the device was advanced interaction with the heavily tortuous, heavily calcified and 75% stenosed resulted in compromising the balloon resulting in the reported balloon rupture as the balloon was inflated, thus resulting in the reported difficulty to deploy and the reported material deformation (bent). Interaction with the partially deployed stent resulted in the reported stent entrapment; however, this cannot be confirmed. A conclusive cause for the reported difficulties cannot be determined. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, hypotension, ischemia and death are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the heavily tortuous, heavily calcified 75% stenosed left circumflex (lcx) coronary artery. A scoring balloon and a non-abbott high pressure balloon were used to dilate the ostium of the lcx and a dissection occurred. A 3.25 x 18 mm xience alpine stent delivery system (sds) was selected for the procedure. The sds was advanced and positioned to cover the dissection. Upon the first inflation to 10 atmospheres the balloon ruptured resulting in the stent implant not fully expanding and bending due to the angle of the left main trunk (lmt) and lcx. Therefore, the stent implant was not fully apposed to the vessel wall. An attempt was made to remove the sds and it would not move despite pushing and pulling. The sds was apparently stuck inside the partially deployed stent implant. An intra-aortic balloon pump (iabp) was setup on the patient and another unsuccessful attempt was made to remove the sds using a non-abbott guiding catheter. The patient then experienced hemodynamic compromise, the iabp was withdrawn, a percutaneous cardiopulmonary support device (pcps) was setup on the patient and the patient was scheduled for surgery. Sometime prior to the surgery, the patient expired due to hemodynamic compromise and ischemia. Date of death is (B)(6) 2017. No other information provided.